Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was capped due to dislodgement and impedance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction to field h10: added patient code 3191 that captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was capped due to dislodgement and impedance issues. No additional adverse patient effects were reported.